Event description:
It was reported that there was an alarm - error codes / messages/error 810.9110. There was no patient involvement.

Manufacturer narrative:
Additional information: h2, h10 (investigation results) correction: g1, g4, h3, h6 (method, results, conclusion), h11 the customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(4) was performed from date of manufacture (B)(6) 2015 to the present date (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was an alarm - error codes / messages/error 810.9110. There was no patient involvement.